Event description:
On (B)(6) 2012, a patient's medical power of attorney reported that since this vns patient's battery change on (B)(6) 2012, the patient had been having seizures. The patient was hospitalized since (B)(6) 2012. The reporter was requesting that the patient's settings be lowered. On (B)(6) 2012, the patient's physician contacted a consultant and requested that changes be made to the patient's vns. The patient's settings were adjusted and diagnostics on the patient were performed with normal results. The physician was still uncertain about the cause of the seizures. On (B)(6) 2012, additional information was received indicating that the patient's seizure level was above the pre-vns baseline. The patient's petit and grand mal seizures had both increased.

Manufacturer narrative:
Relevant tests/laboratory data, including dates, corrected data: previously submitted MDR inadvertently omitted the battery status indicator from normal mode and system diagnostics dated (B)(4), 2012. This report is being submitted to correct this information.